Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt increase in pacing lead impedances measuring greater than 3,000 ohms. Additionally, p waves were measuring from 1.1-3.7mv and there are observations of lead noise which resulted in less than two seconds of pacing inhibition. The field representative suspected there was loss of capture. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed there was loss of capture on the right atrial (ra) channel at max output. Ts discussed possible causes. At this time, the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h6 impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt increase in pacing lead impedances measuring greater than 3,000 ohms. Additionally, p waves were measuring from 1.1-3.7mv and there are observations of lead noise which resulted in less than two seconds of pacing inhibition. The field representative suspected there was loss of capture. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed there was loss of capture on the right atrial (ra) channel at max output. Ts discussed possible causes. At this time, the ra lead remains in service. No adverse patient effects were reported.